Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue of the unresponsive touchscreen was unable to be determined. While in the failure analysis laboratory, the display was blank as a result of a corrupted bootloader, which is a known issue that affects the device only on start up and is not related to the unresponsive touchscreen failure. After repairing the corrupted bootloader issue, the screen powered on properly and the touchscreen was fully tested, but there was no failure of the touchscreen detected. This reported issue will continue to be investigated.

Event description:
The customer reported that the user interface module (uim) touchscreen stopped responding and an alarm occurred. The unit was powered off and on again but the touchscreen remained black and all the lights on the membrane were functioning.